Event description:
Per the clinic, the patient developed an infection and subsequently the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 20, 2018. (B)(4).